Event description:
During follow-up, diagnostic imaging revealed the presence of externalized conductors on the right ventricular (rv) lead. No intervention was performed; the patient's condition was stable and will continue to be monitored.